Manufacturer narrative:
(B)(4): brief description of complaint: the tip of the electrode broke during the procedure. The physician was applying long activations of the device on coag and "painting" the airway. They used shorter activations under four seconds to avoid the device overheating. The tip stayed attached to the device and nothing was left in the patient. The physician was keeping the device active for approximately eight seconds. He was also applying pressure against the trachea to treat the tracheal mass while activating, which potentially contributed to the malfunction. When the issue occurred, the physician stopped applying energy and removed the device for examination. Once it was determined the device was defective we stopped using it and opened a backup to complete the case. Investigation conclusion: the reported issue was confirmed via visual inspection only. The monopolar electrode cage is damaged. However, it cannot be determined how or when the electrode cage was damaged. Although the cause of the damage could not be fully determined based upon visual inspection only, the following event description information provided suggests that physician technique may have contributed to the failure: ¿the physician was keeping the device active for approximately eight seconds. He was also applying pressure against the trachea to treat the tracheal mass while activating, which potentially contributed to the malfunction.¿ patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy procedure, the surgeon reported the corecath device electrode fractured. Nothing detached from the device tip. The surgeon reported applying pressure against the trachea to the tracheal mass which potentially contributed to the electrode fracture. There was no injury to the patient.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the tip of the electrode broke during the procedure. The physician was applying long activations of the device on coag and "painting" the airway. They used shorter activations under four seconds to avoid the device overheating. The tip stayed attached to the device and nothing was left in the patient. The physician was keeping the device active for approximately eight seconds. He was also applying pressure against the trachea to treat the tracheal mass while activating, which potentially contributed to the malfunction. When the issue occurred, the physician stopped applying energy and removed the device for examination. Once it was determined the device was defective we stopped using it and opened a backup to complete the case. Investigation conclusion: the reported issue was confirmed via visual inspection only. The monopolar electrode cage is damaged. However, it cannot be determined how or when the electrode cage was damaged. Although the cause of the damage could not be fully determined based upon visual inspection only, the following event description information provided suggests that physician technique may have contributed to the failure: ¿the physician was keeping the device active for approximately eight seconds. He was also applying pressure against the trachea to treat the tracheal mass while activating, which potentially contributed to the malfunction.¿ it was additionally identified that the material that the blue landmark on the device is made of was peeled/flaked/chipped and it is unknown if it was retrieved from or remained in the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy procedure, the surgeon reported the corecath device electrode fractured. Nothing detached from the device tip. The surgeon reported applying pressure against the trachea to the tracheal mass which potentially contributed to the electrode fracture. There was no injury to the patient. Through analysis, an additional failure of the blue device marking peeling/flaking/chipping was identified.